Event description:
Customer reported while the tech was positioning the injector head, the injector head pivot knuckle broke causing the injector head to become detached from the mount. The injector head did not fall as the tech was holding the head with both hands. No injury occurred.